Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an explant procedure where all device was removed. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 )serial: (B)(6) batch: 7006146.